Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported hospitalization due to high blood glucose readings. The blood glucose reading is 690 mg/dl. Customer states that they were extremely thirsty and had tightness in the chest area and had a headache. Nothing further reported.